Event description:
It was reported that during a prostate procedure @ 270,026 joules, the laser, is going into standby. Additional procedure information was not obtained. ¿no harm to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burn on detritus; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward within the metal cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.